Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc).omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of routine microbiological testing by the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6) 2017: the air/water channel: no microbial growth the biopsy/suction channel: no microbial growth on (B)(6) 2018: the air/water channel: unspecified bacteria(2cfu/100ml); the biopsy/suction channel: unspecified bacteria(5cfu/80ml), enterobacter cloacae(2cfu/80ml), and mold(1cfu/80ml). On (B)(6) 2018: the air/water channel: mold invasion, the biopsy/suction channel: no microbial growth. On (B)(6) 2018: the air/water channel: no microbial growth the biopsy/suction channel: enterobacter cloacae(5cfu/85ml) the subject device had been disinfected using non-olympus automated endoscope reprocessor (soloscope series4) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from all channels of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(4) guideline. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".